Manufacturer narrative:
The device was tested on the bench, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-16019. Related manufacturer reference number: 2017865-2021-16020. It was reported that the patient presented to the clinic with redness and warmness around the implant pocket of the pacemaker. The physician confirmed it was infection and explanted the right ventricular (rv) lead, right atrial (ra) lead and the pacemaker on (B)(6) 2021. The patient was in stable condition before during and after procedure.